Event description:
It was reported that the patient had his sling removed due to recurring incontinence, patient dissatisfaction, urethral injury, and fistula. It was also reported that an artificial urinary sphincter (aus) was also removed during the sling removal surgery. (Refer to (B)(6) for aus removal surgery). An advance male sling was later implanted on (B)(6) 2018. No patient complications were reported in relation to this event.